Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their front tooth is loose and they have concerns that it is going to get worse. They feel their teeth is being move too quickly. They have spoken with their dentist who is concerned with the too fast movement of their teeth.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.